Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with false pause episodes on the implantable cardiac monitor. It was alleged the undersensing was caused by loss of contact in the chest pocket. No intervention was performed. The patient was in stable condition.